Manufacturer narrative:
The pump had a blank display after booting up due to faulty motherboard. The error was isolated to the motherboard. Unable to perform the stop (idle) current test, run current test, self test, off no power test, unexpected restart alarm error test, seat/rewind/basic occlusion test, occlusion test, prime/compromised force sensor alert test, excessive no delivery test or displacement test due to display anomaly.

Event description:
It was reported that the insulin pump had external flash crc error alarm. Customer¿s blood glucose level was unknown. Customer was assisted with troubleshooting. The device will he returned for analysis.